Event description:
It was reported that a following an farawave pulse field ablation paroxysmal atrial fibrillation procedure, prior to discharge the patient experienced a seizing episode. The patient was being extubated and woken up. Directly after the extubating, the nurses noted that the patient was seizing for a short period of time. The patient then regained control and was awake and fully alert. The physician decided to send them for a CT scan for further evaluation. Procedure was completed, patient event occurred immediately after extubating. No device issues reported, so no device will be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.